Manufacturer narrative:
This product was reported as part of the complaint. This is an instrument and not an implant and has been discovered to be non contributing to the revision.

Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.